Event description:
The patient reported sparking and frayed wires of the power supply cable. The patient electronic unit with power accessories was replaced and there were no adverse consequences reported by the patient.